Event description:
The customer stated a lymphoma patient generated an elevated troponin-I result of 5.35 ng/ml on the architect i2000sr analyzer. An electrocardiogram was performed and there was no evidence of a myocardial infarction. There was no report of impact to patient management.

Manufacturer narrative:
Review of ticket trending and lot search data identified atypical complaint activitiy related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 79248un12. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that reagent lot 79248un12 performs per specification. Additionally, there is not enough information to reasonably suggest a malfunction since no retests or further evaluation of the sample was performed. No additional issues were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.